Event description:
The crrt dialysis machine at the patient's bedside alarmed for a blood leak, alarm # indicated a mechanical error - "leak" check for presence of blood as a precaution. Blood leak test strip read positive for blood but suspected a false positive so it was checked again by just testing it using plain water. The strips continued to test positive. Strips were taken out of use and reported to leadership team. Manufacturer response for detector, leak, blood, ez-chek (per site reporter). Plan is to make manufacture aware, still pending.